Event description:
It was reported that pump experienced malfunction. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection using multiple daily injections. There was no reported need for third-party medical assistance. Technical support guided customer through pump reset, after which malfunction did not recur and customer was advised to continue using pump and to call back if problem returned.